Manufacturer narrative:
The report explains that there is no suspicion of manufacturing defect present and that the length of use and device position may contribute to the device failure. The mitigation strategies and potential early warning signs outlined in the report should be considered.

Event description:
Medtronic received information information via literature regarding the use of a crescent catheter. It was reported that the catheter had a fracture, crack, or break, and the patient suffered massive air entrainment into the extracorporeal circuit, resulting in patient harm and/or death. No additional adverse patient effects or product performance issues were reported. One of the cases identified in the literature was previously reported to medtronic, 3011468686-2024-00014. The 2nd case identified in the literature was not found to have been reported to medtronic previously. This report is for the 2nd case. Additional information could not be obtained from the hospital and the details of the 2nd case are unconfirmed.